Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had a unexpected restart and a cold reset was performed pump error alarm. Customer was able to clear the alarm and able to complete rewind the insulin pump. Customer remove the insulin pump current battery from the pump and insert a new battery but insulin pump error alarm again occurred. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.